Manufacturer narrative:
The meter and test strips were returned for investigation. The returned test strips were measured with the returned meter in comparison with relevant retention test strips (lot 119111-10) and the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor 1 with master lot/retention meter: 2.8 inr, donor 1 with customer strips/customer meter: 2.6 inr. Donor 2 with master lot/retention meter: 2.4 inr, donor 2 with customer strips/customer meter: 2.3 inr. The maximum difference between measurements with the same blood sample was 0.2 inr. The returned customer material and the retention material complies with specification.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer alleged that coaguchek xs meter with serial number (B)(4) produced incorrect values and the customer medicated incorrectly resulting in a stroke. The customer had a stroke on (B)(6) 2016 and was admitted to the hospital where she remained until (B)(6) 2016. The customer takes marcumar however the specifics surrounding how this was taken incorrectly has not been provided. The results from the coaguchek xs meter prior to the event were not provided. This information was requested but not provided. The customer has only said that the results from the laboratory were always 0.4 inr to 0.6 inr higher than the coaguchek xs meter. Based on the meter memory, the most recent result prior to the stroke on (B)(6) 2016 is a result of 2.4 inr on (B)(6) 2016. The results from the meter memory during the customer's hospitalization range from 2.4 inr - 2.5 inr between (B)(6) 2016. The customer has been in a rehabilitation center since (B)(6) 2016. The customer is now questioning high results from her meter when comparing them to the results from an unknown laboratory method at the rehabilitation center. No actual results were provided. Based on the meter memory, the results during the customer's time at the rehabilitation center range from 2.4 inr - 4.4 inr all on different days from (B)(6) 2016. The customer's therapeutic range is 2.5 - 3.5 inr. The meter and strips were requested for investigation. Relevant retention test strips (lot 119111-12) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124 158 80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Donor 1: 2.1 inr and 2.1 inr. Donor 2: 2.2 inr and 2.2 inr. No error messages occurred. The retention material complies with specification.